Event description:
It was reported that the right atrial lead exhibited high impedance due to a lead fracture. The lead was capped and replaced. The patient was doing well post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.